Event description:
Patient presented with a red eye, photophobia and wateriness which started the day before. Findings indicated a corneal defect 0.5mm in diameter, approx 1-1.5 mm below the pupil margin. Positive staining noted with edema. Noted 3+ injection and 2+ cells and flare in the anterior chamber. Impression: bacterial corneal ulcer superimposed on a corneal abrasion. Rx: vigamox 2 gtts q2h and tylenol. He had 2 follow up visits with resolution a week later. Noted: some scarring of the cornea however, this should not affect vision. The patient was refit with contact lenses.

Manufacturer narrative:
Product evaluation: six sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for diameter, base curve and center thickness. No visual attributes were observed. The returned solution was tested. The ph and conductivity were within specification. Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.